Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarmed with button issues, random no delivery alarms and motor errors. The customer's blood glucose level was 110 mg/dl at the time of the incident. Customer solved no delivery alarm by changing set and/or reservoir. The insulin pump will not be returned for analysis.